Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Investigation of the returned expiratory pressure transducer printed-circuit board (pcb) and evaluation of the received device logs has been finalized. Evaluation of the received test logs showed that pressure transducer sub-tests had failed intermittently since (B)(6) 2016 and the date of event has been updated accordingly. When the returned pcb was tested in a reference ventilator, performed pre-use checks tests (puc) failed the pressure transducer sub-test because the expiratory pressure transducers' offset value had drifted and exceeded the allowed limit (±300 mv from default). During ventilation testing, alarms for high pressure and low peep (positive end expiratory pressure) were generated. When the pressure sensor was replaced, performed puc passed without deviation, and no alarms were generated during ventilation testing. The pressure sensors' offset drift is the cause for the reported failure. Microscopic inspection of the pressure sensor showed that there were particles in the ceramic cavity on the top of the sensors' chip. Earlier investigations of other pressure transducer pcb have shown that when the particles were removed, the pressure transducers functioned normally, and no offset drift was noticed. Our conclusion is, that the presence of particles in the ceramic cavity on the top of the sensors' chip has caused an offset drift, which caused the reported failure and affected the measured peep. The root cause of the presence of particles in the ceramic cavity has not been determined.

Event description:
(B)(4).